Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the entire pacemaker system was removed from the patient due to infection. No further patient complications have been reported as a result of this event.